Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. Avoid exposure of your t:slim to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 331 (mg/dl) and diabetic ketoacidosis. Customer changed supplies and administered a correction bolus to treat bg level, but customer was later hospitalized and treated with intravenous insulin. Troubleshooting with tandem technical support did not show any anomaly in pump performance. Reportedly, customer left their vial of insulin in the extreme heat of their car for a period of time. Also, customer reports that they use humalog insulin in pump cartridges for 3 days at a time. Customer was reminded that humalog is indicated for use up to 48 hours. Customer was still in the hospital at the time of the call and indicated that they will get a new vial of insulin. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.